Event description:
Physician complained that the suction module stopped working during procedure. The cannister and sock were changed because the sock was full. When the physician tried to use the module again it would not suction. New evacuation tubing was then used without success. A new module was set up and used to finish procedure.